Manufacturer narrative:
This patient was scheduled to receive unilateral implants on (B)(6) 2018. The patient had an extensive osteosarcoma of the mandible, and the surgeon needed to resect more bone than planned, which resulted in the mandibular component not fitting as intended.

Event description:
The surgeon was not able to place these tmj implants during surgery.